Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two pyxis units in the medication room were powered off, with black screens and an alarming noise coming from the power supply. A field service engineer instructed the customer on how to properly shut down the medstation and connect it directly to red outlets. After completing this step, the station functioned properly on direct power. The customer verified that the medstation was operating without any further issues. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es two pyxis in medication room both are off and the screen was black, the power supply is making alarming noise. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.